Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm 11500a inspiris valve developed severe aortic regurgitation caused by infective endocarditis after an implant duration of approximately one month. At first, the grade iii aortic regurgitation due to infection was observed from the right coronary cusp region at late march 2026. The patient was medically controlled during the clinical follow-up, however, the suture at region got detached due to the infection and the regurgitation became severe. Unknown grade paravalvular leak was also observed. The device was explanted and replaced with the same size and model 23mm 11500aj inspiris valve with no patient adverse event reported. Following information were asked but the answers were not obtained: infecting organism and the source of infection, underlying precipitating factors that may have contributed to the development of endocarditis.